Manufacturer narrative:
(B)(4). This report is 4 of 5 allegations of cgm accuracy that had similar event details. Related records: (B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On 07/13/2025, it was reported that the patient stated that they lost consciousness due to inaccurate readings 5 times in (B)(6) 2025. This report is 4 of 5 allegations of cgm accuracy that had similar event details. When a fingerstick was taken the cgm reading was 120 mg/dl, and the blood glucose reading was 25 mg/dl. During these events the patient was provided with an instant glucose pack by either his kids or wife. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.